Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The cause of death was unknown and no further information has been obtained thus far that would/could disassociate the device system and event. Therefore, this event will be processed with the information at hand and will be captured as a medical/death on incoming information. However, if requested additional information is subsequently received it would be processed and considered accordingly. Continuation product ID: 5086mri52, implanted: (B)(6) 2013. Product ID: 5086mri58, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient underwent an implant procedure and less than a month from the procedure was seen in the emergency room due to exacerbation of heart failure and was diagnosed with cardiac tamponade and pericardial effusion. During follow up weeks later it was reported that the patient was deceased. The physician stated that there was no causal association between the death andthe device, however the cause of death is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.